Event description:
It was reported by the rep that the hosp was checking handpieces and found that this device would not work with the test tip. The cap also broke free. The handpiece does not work. There was no pt consequence.